Event description:
It was reported that the right ventricular (rv) lead had impedance greater than 2500 ohms, a dramatic increase in the threshold to greater than 6 volts, oversensing and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID c154dwk, implantable cardioverter defibrillator 2007-(B)(6), 5076 implantable pacing lead 2007-(B)(6), 4194 implantable pacing lead 2007-(B)(6). (B)(4).